Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation the monitor was displaying a service code 204 (monitor unusable). The cause of the service code was a shorted u601 processor on the c/a board. Additionally, the q17 component was shorted on defib board and the u9, u15, u16, u17 and u18 components were thermally damaged. The root cause of the shorted component was not able to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.